Event description:
It was reported that this pacemaker exhibited high captures thresholds on the right ventricular (rv) lead. Additionally, t wave oversensing was noted and a low pacing percent was observed. The health care professional (hcp) reported that this patient collapsed in the physician's office, went pulseless, and required cardiopulmonary resuscitation. Boston scientific technical services (ts) reviewed device data and atrial tachy response (atr) as well as ventricular episodes were observed. However, there were no corresponding episodes stored with the time of the cardiac arrest the hcp reported. No adverse patient effects were reported. At this time, this device remains in service.